Manufacturer narrative:
Investigation included technical support troubleshooting and user education. Investigation of this case revealed that the receiver connection prevented pairing and that turning off the receiver and re-entering the sensor code on the pump allowed the pump to enter pairing mode. It was concluded that the event was related to use conditions and that device performance was consistent with design.

Event description:
It was reported that the user experienced a pairing failure between a new dexcom g7 sensor and the ilet while the sensor was already connected to a dexcom receiver and the dexcom app, which exceeded the allowed bluetooth connections for the sensor. Symptoms included no clinical effects. Outcomes included user inconvenience due to loss of intended connectivity.